Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was experiencing uncomfortable pocket pain and went to the ER and was given a morphine injection. At a follow-up appointment with the physician, the patient received a cortisone shot at the pocket site. This also did not resolve the patient's issue with the pocket pain. On (B)(6), 2010, the physician revised the pocket and the patient was reportedly doing fine after the procedure.